Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Heads came off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that she had been using the oral-b dual clean brushheads with her oral-b rechargeable toothbrush, version unknown and the brushheads came off in her mouth. The scratch test was performed and the logo did not come off. This was not the first time she had used these brushheads. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Heads came off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that she had been using the oral-b dual clean brushheads with her oral-b rechargeable toothbrush, version unknown and the brushheads came off in her mouth. The scratch test was performed and the logo did not come off. This was not the first time she had used these brushheads. No symptoms developed.